Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used the venaseal closure system in 4 separate sessions during procedure to treat 4 bilateral segments of the patient's great saphenous vein(gsv) and the short saphenous vein(ssv). Local anaesthesia and transducer compression were used. IFU was followed. It was reported that the symptoms of hypersensitivity did not start for at least a month following the procedures. All 4 veins were symptomatic with severe hypersensitivity-pain, severe itching, and redness. Patient's symptoms persisted for several months and failed multiple rounds of prescription oral steroids. After multiple other treatment options for hypersensitivity were attempted over the course of several months the physician elected to perform phlebectomy to remove the veins in 4 separate vein explant procedures. The vena seal treatments were carried out on separate days and relates to 4 vena seal kits on the same patient. Specific dates for each of the procedures were not provided. Physician stated that 4 procedures occurred in 4 separate sessions over the course of a few weeks. Physician stated that symptoms started 2 to 3 months post procedures and were persistent until the explant procedures 6 months later. No issues regarding location of venaseal catheter tip or compression, with IFU followed. Issue resolved following explants. Patient is currently in good health, with no further concerns. No further patient injury reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.